Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that customer had experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident and current blood glucose was and 300mg/dl and 121 mg/dl. The customer was treated with food. It was reported that the customer was using insulin pump system within 48 hours of reported high blood glucose. The customer does not allege pump was over delivering. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No device problem found.